Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16651434. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16420797. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 17120569. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 17120569.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure of the spinal cord stimulation (scs) system. The explanted devices were not returned for analysis, as they were disposed of by the facility.